Event description:
It was reported that the patient was in the emergency department after being shocked. Upon interrogation, it was noted that there was high impedance and noise on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and the proximal conductor was fractured. Concomitant medical products: 4194, non-defib lead, (B)(6) 2007; d314trm, bi-ventricular defibrillator, (B)(6) 2012; 6948, adaptor, (B)(6) 2012. (B)(4).